Manufacturer narrative:
(B)(4). The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: method- microscopic inspection. Additional information: the sample was microscopically examined. This issue has been escalated to CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small amount of an unknown drug solution was found inside of the housing and outside of the bladder of a multi day infusor, indicating a leak. This was observed after filling, without the use of a filter, and before patient connection. The reporter stated that the bladder did not appear to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified fluid inside of the housing. The exact location of the leak was identified through a functional leak test in which the reservoir was refilled with colored water. During refilling, leakage was identified from a tiny cut on the coiled tubing, inside of the housing. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.